Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 3 months due to severe stenosis. The patient presented with acute on chronic heart failure. The tavr procedure was successfully performed with a 26mm 9750tfx valve. The patient was discharged on pod #1. Pre-op tee/echo showed: severe aortic stenosis and critical mitral stenosis with mg 20mmhg of the unknown mitral prosthetic valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6: (type of investigation, investigation findings, investigation conclusions). A device history record (DHR) review was performed, and no relevant non-conformances were identified. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including carotid atherosclerosis, hyperlipidemia.